Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and mildly calcified lesion, located in left anterior descending artery, exhibiting 80% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was informed that the event was not due to use of the device in difficult lesion morphology/anatomy. The case was completed using a medtronic stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: images provided show angiographic images with contrast of the left coronary system ¿ lad & lcx and the rca. Lesions are evident in the proximal lad and in the lcx. No images were provided showing the attempted delivery and withdrawal of a resolute integrity stent without deployment. It is not possible to determine the root cause of the stent deformation from the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A digit was missing from the pe number - clarification of correct # = 0702486095. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Clarification of date manufacturing received - (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.